Manufacturer narrative:
The implant date reflects the date the patient was implanted with the lvad. Approximate age of device - 2 months, 1 day (calculated from the date the mpu was issued to the patient) no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. Log files submitted to the manufacturer's technical service representative revealed no external power / low power hazard events on (B)(6) 2018. These events occurred when the vad system was connected to a mobile power unit (mpu). These events could have been caused by the power cord of the mpu coming loose at the mpu or the wall outlet. During these events the system controller's internal battery supplied power to the pump as designed. The patient was reported to be asymptomatic. The customer followed up with the patient who stated that the mpu cord was in place at the time of the events. On a future date, the patient will bring the mpu to the center for visual inspection of the power cord. No additional information was provided.

Manufacturer narrative:
Although the evaluation of the submitted log files confirmed no external power events on (B)(6) 2018 and (B)(6) 2018, a specific cause for these events could not be conclusively determined through this evaluation. No equipment was exchanged or sent for evaluation. Review of the device history records revealed that was manufactured with the v-lock ac power cord. The patient remains ongoing and no further issues have been reported at this time. Heartmate ii lvas patient handbook and IFU describes the no external power alarm and methods to resolve the alarm. Both the heartmate ii lvas IFU and patient handbook caution the patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.